Event description:
It was reported that the patient was getting all the bars and it was taking over an hour to recharge. The patient programmer showed the implantable neurostimulator (ins) was full. The patient had noticed that the last several days prior to the date of this report it was not topping off as quickly. The patient¿s device was off. The patient had gone to see their healthcare professional and stimulation was off and they did not know why. There was no overdischarge. The patient had not thought that she had turned it off herself using the programmer. The patient had charged the night prior to the date of this report and it had not taken a charge. The patient had denied being around strong electro-magnetic interference. The patient had the device take too long to recharge once before in (B)(6) 2015. The patient denied having a trickle charge and she had just waited a few days longer; it was depleted but not overdischarged. The patient had been able to recharge without issue. On (B)(6) 2015 the recharger was at 2/3 full and the programmer showed 100% full. Equipment was working as intended. The patient programmer would show full at 76% whereas recharger was more exact. Patient had worsening tremors. The device was turned back on.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va08ptu, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va08ptu, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37651, serial# (B)(4), product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported there was poor recharging coupling. She had been trying to charge for over 2 hours and the implantable neurostimulator (ins) was not charging; it was taking too long. She thought her connector pin was wiggly, but after troubleshooting it was determined the implantable neurostimulator recharger (insr) was functioning as intended. The patient stated the charge status screen had 8 coupling boxes, the insr battery showing fully charged, and the ins battery level blinking between empty and one quarter. When attempting a recharge session, there were 6-8 bars. The patient checked her insr equipment and continued charging. After disconnecting the insr from the desktop charger, it seemed to be functioning normally. The patient saw her ins battery progress from blinking between empty to one quarter to blinking between one quarter and one half. The patient did not use a holster. She said the antenna just stuck there. She recharged every couple of days. They had made an adjustment in august. If additional information is received, the event will be updated.

Event description:
Additional information received reported that the patient stated it not being the same as a year ago (2014) or prior to the healthcare professional (hcp) appointment where the implantable neurostimulator was off 6 months ago ((B)(6) 2015).